Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hormonal changes: irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil) since 2007 and obetrol (adderall) since 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction: type: hives on legs and arms / hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological - depression"), anxiety ("psychological - anxiety"), cortisol decreased ("autoimmune disorder type of disorder: low cortisol"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal issues: upper gi issues"), gastrooesophageal reflux disease ("gastrointestinal issues: gerd"), alopecia ("hair loss"), back pain ("severe and persistant low back"), abdominal pain ("abdominal pain"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, weight decreased and back pain had resolved and the genital haemorrhage, menstruation irregular, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, anxiety, cortisol decreased, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, alopecia, abdominal pain and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cortisol decreased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2018 breast cyst was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingectomy - in (B)(6) 2011: both tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hormonal changes: irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil) since (B)(6) and obetrol (adderall) since (B)(6) . On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction: type: hives on legs and arms / hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological - depression"), anxiety ("psychological - anxiety"), cortisol decreased ("autoimmune disorder type of disorder: low cortisol"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal issues: upper gi issues"), gastrooesophageal reflux disease ("gastrointestinal issues: gerd"), alopecia ("hair loss"), back pain ("severe and persistant low back"), abdominal pain ("abdominal pain"), weight increased ("weight gain") and menometrorrhagia ("hormonal changes: irregular bleeding"). The patient was treated with surgery (bilateral salpingectomy / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, weight decreased and back pain had resolved and the genital haemorrhage, menstruation irregular, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, anxiety, cortisol decreased, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, alopecia, abdominal pain, weight increased and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cortisol decreased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2018 breast cyst was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingectomy - in (B)(6) 2011: both tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received. Following event: hormonal changes: irregular bleeding were added. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hormonal changes: irregular bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. Concurrent conditions included breast cyst. Family history included ovarian cancer. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013, ibuprofen since 2007 and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of menstruation irregular ("hormonal changes: irregular bleeding"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal issues: upper gi issues") and gastrooesophageal reflux disease ("gastrointestinal issues: gerd"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe and persistant low back") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent utis") and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced depression ("psychological - depression") and anxiety ("psychological - anxiety"). In (B)(6) 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction: type: hives on legs and arms / hives"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"). In 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of menstruation irregular ("hormonal changes describe: irregular periods") and nausea ("nausea") and was found to have cortisol decreased ("autoimmune disorder type of disorder: low cortisol") and weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen (motrin), steroids and surgery (bilateral salpingectomy / salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, weight decreased, back pain and weight increased had resolved and the genital haemorrhage, the last episode of menstruation irregular, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, anxiety, cortisol decreased, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cortisol decreased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of menstruation irregular and the second episode of menstruation irregular to be related to essure. The reporter commented: on (B)(6) 2018 breast cyst was done. Discrepancy:-insertion date- on (B)(6) 2012. Insertion details- essure coil placed in both fallopian tubes without difficulty. Right- 2 coils and left 2 coils. Date(s) of removal: on (B)(6) 2014. Bilateral salpingectomy - laparoscopic bilateral salpingectomy with laparoscopic removal of bilateral essure coils, and diagnostic hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingectomy - in september 2011: results: both tubes were closed; on (B)(6) 2011: impression: total bilateral occlusion. Post essure procedure confirms occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Outcome of event weight gain was updated from unknown to recovered \resolved. Concomitant drugs & conditions were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hormonal changes: irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil) since 2007 and obetrol (adderall) since 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction: type: hives on legs and arms / hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological - depression"), anxiety ("psychological - anxiety"), cortisol decreased ("autoimmune disorder type of disorder: low cortisol"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal issues: upper gi issues"), gastrooesophageal reflux disease ("gastrointestinal issues: gerd"), alopecia ("hair loss"), back pain ("severe and persistant low back"), abdominal pain ("abdominal pain"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, weight decreased and back pain had resolved and the genital haemorrhage, menstruation irregular, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, anxiety, cortisol decreased, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, alopecia, abdominal pain and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cortisol decreased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2018 breast cyst was done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingectomy - in (B)(6) 2011: both tubes were closed. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: irregular periods, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: type: hives on legs and arms, infection (bladder/urinary tract/vaginal) type: frequent utis, apareunia (inability to have sexual intercourse), depression and anxiety, autoimmune disorder type of disorder: low cortisol, migraines/headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue; weight gain; upper gi issues and gerd, hair loss, severe and persistant low back, abdominal pain, weight loss. Date of insertion were update from (B)(6) 2011 to (B)(6) 2012. Date(s) of removal were added. Concomitant drug, lab data, plaintiff name, date of birth were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.